Event description:
Report received of an overdelivery. The device came down to the user facility's biomedical department with an unsigned note that stated "the device delivers more than the programmed amount". There was no adverse patient event reported. The customer contact could not provide any additional information.